Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received rom a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s ins has not been providing good pain relief in his painful areas for implant (bilateral low back and h ips/left leg). He reported new pain, since he was implanted, in his right leg. He also confirmed falling off/¿dropping¿ his motorcycle 2 weeks ago. Impedance check returned all 16 electrodes within normal limits. Due to his fall, the rep reprogrammed his hd, t9/t10 disc space programming to ld stim coverage programming; however, the rep was able to find leg coverage, but was not able to garner any back coverage. An x-ray was ordered to rule out lead migration. No further complications were reported/anticipated.